Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to t-wave oversensing, under secondary vector configuration. Subsequently, the vector configuration was reprogrammed to primary, and the patient will continue to be monitored. This implantable electrode remains in service and no additional adverse patient effects were reported.